Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial implant procedure, it was not possible to remove the stylet from the left ventricular (lv) lead. The proximal end of the stylet was cut and the lv was implanted with a portion of the stylet in the lumen. The patient was in stable condition.